Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced a high glucose alert with a concurrent insulin occlusion, later confirmed in device history for approximately six to seven hours, after which the infusion set and tubing were replaced and the line was confirmed free of kinks with normal drops during fill; the reported peak fingerstick blood glucose was 548 mg/dl and decreased to 348 mg/dl after the site change, and education on hyperglycemia and ketone action plans was provided. Symptoms included vomiting associated with hyperglycemia. Outcomes included a delay to treatment or therapy without hospitalization. Investigation included troubleshooting of the infusion set and tubing, verification of drops during fill, review of alert history, and guided site change. Investigation of this case revealed an insulin delivery occlusion leading to hyperglycemia, with resolution actions focused on replacing the infusion set and restoring flow. It was concluded, based on previously established findings for similar reports, that the cause was an insulin delivery occlusion.